Event description:
Additional information received noted lead fracture and insulation damage on the right atrial lead. The lead was explanted and replaced (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited intermittent noise. The patient was non-dependent. The lead was extracted and replaced. The patient was stable.